Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain clarification on the issue observed by the customer, confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device alarmed for operating on battery power when connected to alternating current (ac) power. The customer informed the remote service engineer (rse) that the ac power cord was found to be "intermittently open." Good faith efforts (gfes) are being completed to obtain clarification on what the customer meant by "intermittently open" and to confirm resolution of the issue. This investigation is ongoing. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. Investigation is ongoing.